Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: batch no. - tcbcgqq0. *expiry date -08/2028. Name of procedure in which event occurred - suturing of perineum following birth. Were there any patient consequences - yes, patient had to be admitted to theatre for removal of needle under spinal anaesthetic. Are photos available ¿no. Has the product been returned for analysis ¿ no, as it was contaminated.

Event description:
It was reported that a patient underwent childbirth on (B)(6) 2023 and suture was used on the perineum. During the procedure, while suturing the perineum, the suture material dislodged from suture needle. The patient had to be admitted to the theatre for removal of needle under a spinal anaesthetic and the needle was removed. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? Where was the needle grasped during use? What date was the patient brought back to the theatre for needle removal? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name? Are any unopened representative samples being returned? If so, please provide the return date and tracking information.